Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm during testing. There was no unexpected restart noted. The drive support disk was inspected and no anomaly was noted. The pump was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out when priming. Also, the pump restarted by itself after the alarm. Troubleshooting was not completed because the pump was not available. The customer's mother stated that the pump was dropped a few times. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.